Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The cx, r1and paz files have been requested for investigation. The cause of this event is unknown.

Event description:
The customer reported a discrepant total hemoglobin run on the rp 500 when compared to a non-siemens lab analyzer and another rp 500. There is no report of injury due to this event.

Manufacturer narrative:
MFR site: updated contact office - name/address. Siemens reviewed the data files. The thb values for the patient samples in question appear valid. There is no indication of any performance issues with the thb. There is no data that suggestions that the co-ox module was mal-functioning. No interfering substances were identified, and no co-ox diagnostic errors were flagged. The thb values may have differed due to the separate patient draws or sampling handling. If the samples are not well mixed at the time of the test, the blood cells will settle and give a different result when compared to a well-mixed sample. Known differences within methodologies and sample matrices between the laboratory devices and the point of care systems may have influenced the discrepancies observed. The cause of this event is unknown.